Event description:
It has been reported to us that during the procedure, the occlusion balloon wire separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and performed dilatation. The physician attempted to remove the pre-dilatation balloon from the patient and felt high resistance between the balloon catheter and the occlusion balloon wire. The physician pulled strongly on the balloon catheter and the occlusion balloon wire separated outside of the body resulting in the occlusion balloon deflating. The device was removed and replaced with another to complete the case. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.